Manufacturer narrative:
Device identification: model number: 72400098, lot number: 1000050820, model description: control pump fgs. Device identification: model number: 72400024, lot number: 1000053808, model description: balloon fgs 61-70 cm. Product investigation: cuff. The complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. The ams800 occlusive cuff was visually and microscopically examined. No leaks were found. The device performed within product specifications. Inspection of the remainder of the device presented no other damage or irregularities. A review of the fmea, and the dfu indicate infection is an expected adverse event. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. Control pump: the complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. The ams800 control pump was visually and microscopically inspected. No leaks were found. The device was not functionally tested due to pump contaminate. Inspection of the remainder of the device presented no other damage or irregularities. A review of the fmea, and the dfu indicate infection is an expected adverse event. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary. Balloon: the complaint component was returned and analyzed, and the reported allegation of infection could not be confirmed via product analysis. The ams800 pressure regulating balloon was visually and microscopically inspected, and functionally tested. No leaks were found. The balloon failed pressure test at 55.2 cmh20. It did not perform within the product specifications (61-70 cmh20). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. A review of the fmea, and the dfu indicate infection is an expected adverse event. Therefore, based on a thorough review of the reported complaint, the most probable cause for this complaint was considered known inherent risk of device. This complaint investigation conclusion code is utilized when the reported adverse event known and documented in the labeling (including both short or long term known complications or adverse reactions). Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to infection. All components were removed. There were no reported patient complications. Additional information was received indicating the patient was doing well following the procedure. A new device will be implanted on a future date yet to be determined.

Manufacturer narrative:
Medical device: model number: 72400098, lot number: 1000050820, model description: control pump fgs. Model number: 72400024, lot number: 1000053808, model description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent a surgical procedure to remove this artificial urinary sphincter (aus) due to infection. All components were removed. There were no reported patient complications. Additional information was received indicating the patient was doing well following the procedure. A new device will be implanted on a future date yet to be determined.